Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
Dr. Reported via sales rep that one of his patient claimed back pain. The original diagnosis was spondylolisthesis l5-s1, surgery was performed on patient 2 years ago ((B)(6) 2007) and x-ray exam shows that 3 pcs out of 4 pcs xia screws are broken. The surgeon doesn't know how can explant these screws and replace them.